Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Device evaluated by manufacturer? No: the lens was discarded by the facility. However, the cartridge was returned and visual inspection found no visible damage to the cartridge. There was evidence of clear surgical residue. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens and the haptic tore. There was no patient contact or injury. The reporter stated another same model lens was implanted. The facility discarded the lens.